Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 390 mg/dl. The customer treated with a syringe. The customer believed that she had a soda and did not correct. The customer replaced the reservoir after getting a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, and excessive no delivery alarm test. No motor error alarm was noted during bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump was monitored for 24 hours and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarm was noted. No damage noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.